Event description:
It was reported that during the trial procedure invalid contacts were observed on all contacts of the lead. An sjm rep checked connections at the mts and trial cable. They also switched out the trial cable and tried programming with just the mts. The doctor moved the lead but impedance was still invalid. As a result, the lead was replaced and implanted. The replacement lead showed normal impedance and provided adequate pain coverage.

Manufacturer narrative:
Result - the product was received complete. Continuity testing was performed while twisting, bending, and stretching the lead and no anomalies were observed. The lead was in good condition and passed all functional testing. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.